Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the buttons on the pump does not work; the menu and check buttons they stick as well. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was provided.